Manufacturer narrative:
The reported complaint of the detached balloon on the catheter was confirmed during the visual inspection. A bond delamination was observed on both distal and proximal ends of medial 1 balloon. Probably cause for the reported complaint can be a latent material defect. However, the detachment of the balloon of the device could potentially occur when excessive force is applied during the catheter removal; as reported, this was a difficult catheter placement on the very obese patient. Visual inspection of the returned catheter was performed. The medial 1 balloon was completely detached from the catheter (bond detachment on both distal and proximal ends of medial 1 balloon). No other physical damage was observed on the catheter. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 68874.

Manufacturer narrative:
The reported complaint of the detached balloon on the catheter was confirmed during the visual inspection. Visual inspection of the returned catheter was performed. The medial 1 balloon was completely detached from the catheter. Balloon was covered in dried blood. No other physical damage was observed on the catheter. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. The evaluation of the returned catheter was limited due to the condition in which the catheter was received. Therefore, the root cause of the reported issue could not be determined. However, the damage found is characteristic of user mishandling. The balloon detachment could result from the user not deflating the catheter properly. The IFU instructs the user to "uncap or leave uncapped the saline in and out luers of the catheter. This will allow residual saline within the catheter to be expressed. As catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter removal difficult". During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 68874. Event assessed as serious because it required a procedure - removal with tweezers. Event was probably related to the zoll product due to relevant timing and location even in this very obese patient with difficult conditions for catheter placement.

Event description:
A (B)(6) very obese female patient (B)(6) was hospitalized and underwent ivtm treatment. The quattro catheter was inserted by the frequent user with difficulty, after multiple (10) attempts into the right femoral vein. Due to an obese patient, the abdomen of the patient had to be pushed aside by a nurse with force during the puncture at the catheter placement. Start temperature was 35°c. Upon successful completion of the ivtm therapy (72 hours after catheter placement), it was reported that the catheter could not be completely removed from the patient. Issue noticed at 36°c. Per user, the catheter balloon was fully deflated prior to the withdrawal of the catheter. A portion of the quattro catheter middle balloon was separated from the catheter and was removed using tweezers. No x-ray was performed and no further patient complications were reported. Current patient condition is stable.